Manufacturer narrative:
H.6. Investigation: two photos and one loose 3ml syringe with attached needle and an opened blister pack from batch 0128187 (p/n 305060) were received and evaluated. The syringe had a label fentanyl attached and was in a biohazard bag so it was evaluated through the bag only. It was observed there was a large lump of epoxy attached on the tip of the cannula, which was rejectable per product specification. A potential root cause for the epoxy on cannula defect is associated with the needle manufacturing process. The sample was forwarded to the needle manufacturing site (bd columbus) for evaluation and potential root cause determination. Bd columbus determined that the root cause of the defect was the nip assembly line. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it and a plastic hub is assembled. In this case, a jam may have occurred at the cannulator inducing the excess of white epoxy on the needle. Based on the investigation and with the sample analysis the symptom reported by the customer is verified. DHR was performed. There was no documentation for this type of defects during the entire production run of this batch. H3 other text : see h.10.

Event description:
It was reported that a syringe 3ml ll w/ndl 18x1-1/2 blunt fill contained foreign matter. The following information was provided by the initial reporter: "it was reported that there was an unknown substance on the tip of the needle right after opening packaging. Event description per attached email states: prior to use, the clinician noticed something on the needle that should not be there, resulting in not being able to use the product. Product was not used for use, it was noticed when removed from the packaging."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 3 ml ll w/ndl 18 x 1-1/2 blunt fill contained foreign matter. The following information was provided by the initial reporter: "it was reported that there was an unknown substance on the tip of the needle right after opening packaging. Event description per attached email states: prior to use, the clinician noticed something on the needle that should not be there, resulting in not being able to use the product. Product was not used for use, it was noticed when removed from the packaging."